Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 2.4 mmol/l and was treated with food and glucose tablets. Customer had symptoms of low blood glucose and paramedics were also called. It was also reported that the reservoir lip ring was loose and broken and customer could no longer use pump and discarded of it. Troubleshooting was performed and customer reported that reservoir showed the same amount of insulin that is shown on status screen. Customer was not alleging that insulin pump was over delivering. Customer was advised that the insulin pump would need to be replaced due to damaged reservoir lip ring. Unomed inf set.